Manufacturer narrative:
H3: analysis found no visually observed anomalies and device tested ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the last few weeks they had been having trouble charging their communicator. The patient stated, ¿the charging cord doesn't go in all the way and there isa sliver in the metal prong.¿ the patient also stated that if they didn¿t hold the charger in just the right place it stopped charging and they ¿can go around and get the light to show it's charging but if anything moves it goes off and it takes a long time to charge.¿ a replacement communicator and charging cord were requested from the repair department because the communicator was not charging, and the connection piece was broken. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product product ID tm90t0, serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.